Manufacturer narrative:
(B)(4). Date sent: 6/2/2023. D4 batch # unk. H6: health effect - clinical code: gastrointestinal system. (E10). An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified. Video and photo analysis: this is an analysis of a video and a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows the tissue and blood can be seen in some parts of the tissue. The video shows a tissue being intervened by two unknown devices. The tissue shows some blood in some parts stapled on the tissue, however, the cs40g device did not observe at any time during the video and it cannot be determined what caused the leaks observed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device lot number a9c27n, and no non-conformances were identified. Additional information was requested, and the following was obtained: what was the procedure? Ultra low anterior resection. Where was the leak? See images. How was the leak managed? Excised with cdh and de-functioned. How much was the blood loss? No. Was there a surgical delay? No. What is most current patient status? Patient has gone home. Was there any post op care change to the patient? Patient required a ileostomy. How many firing with the device, 1 or 2? 1. Was an anastomosis attempted? If so, what device was used and the technique? Manual cdh29b. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an ap anterior resection a leak was detected after firing curved contour, staples appeared to be fully formed. The procedure was successfully completed with not patient consequences.